Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer presented with an error code following an analyzer session. The caller was advised to disconnect everything and let the programmer sit for thirty minutes; this resolved the issue. The programmer will not be returned at this time. No patient complications have been reported as a result of this event.